Event description:
During a lap chole, the doctor mistakenly activated the footswitch to the harmonic and the tip of the blade, stored in a plastic pouch, activated, burning a hole through the pouch, through the drape, through a valley lab electosurgical pt return pad to the pt's skin and made a second degree burn on the left anterior lateral thigh. The doctor discovered the burn after the case was complete.